Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: when the access was punctured in the patient, the vein was punctured and when the silicone of the nexiva was introduced, there was extravasation of blood in the catheter. Material (B)(6). There was an impact on the patient due to puncture, in a non-serious way. As an immediate action, a new puncture was performed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383531 and lot number 4029686 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.